Event description:
It was reported that, a user experienced sustained hyperglycemia after a routine supply change while using the ilet system with an inset infusion set. Blood glucose was reported to reach 479 mg/dl and remained above 180 mg/dl for over three hours. The device issued alerts for prolonged glucose values above 300 mg/dl. Symptoms included thirst. No hospitalization, medical intervention, assistance, backup therapy, or ketone testing was required. Investigation activities included troubleshooting and education, verification of infusion site status, supply replacement, and follow-up confirming subsequent improvement in glucose control. The investigation revealed no evidence of infusion set kinking or site leakage at removal and noted that scar tissue at infusion sites could reduce insulin absorption. The event resolved after the supply change and ongoing monitoring. Based on previously established findings for similar reports, the cause of the event was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.